Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 404 mg/dl. The customer had changed the infusion set three days prior to the hospitalization. Troubleshooting was performed, and the insulin pump was programed correctly except for the time. The insulin pump passed the prime and high pressure tests. The customer also mentioned that the cannula was bent. Advised the customer of different insertion areas. Nothing further was reported.